Manufacturer narrative:
The customer performed a visual check of the patient's sample and no fibrin or clots were observed. The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The investigation reviewed the system's alarm trace and there was an abnormal aspiration alarm on the date of the event and near the time the sample was processed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer replaced the syringe tubing for the procell reagent. The customer performed qc with acceptable results. The customer confirmed no further issues occurred after the service visit. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ferritin and elecsys pth immunoassay results for 48 patients tested on a cobas 8000 e 602 module. The customer confirmed qc was acceptable prior to patient testing. The initial results were reported outside the laboratory. The customer performed qc at 6:50 p.m. And the qc was out of range for several assays. The customer repeated patient samples that were tested "around that time" and the reruns did not match the original results. The customer performed repeat testing on the same analyzer. The customer provided 2 examples of questionable results: patient 1's initial ferritin result was 200.6 ng/ml, and the patient's repeat result was 330.4 ng/ml. Patient 2's initial pth result was 15.03 pg/ml, and the patient's repeat result was 39.31 pg/ml. The customer determined the repeat results were correct and corrected results were provided. The ferritin reagent lot number was 50780700 with an expiration date requested but not provided. The pth reagent lot number was 49083500 with an expiration date requested but not provided.